Event description:
The pos-pn (sn° (B)(4)) was implanted in replacement to a previous pso-pb (sn° (B)(4)). The latter was related to case n°2021412. It was implanted to patient with no problem and zeroing process was eventless. The device started to work correctly but after a few minutes the values displayed on the monitor became incoherent. The pso-pb was the explanted to be replaced by another one.